Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v002869, implanted: (B)(6) 2006, explanted: (B)(6) 2011. Product type: lead: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011. Product type: extension: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011. Product type: extension. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was removed because he had an infection.